Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned

Event description:
It was reported through stryker facebook page: "had my left knee done in 2018. Got a stryker knee. My knee has never been right since it was done. Did all the rehab exercises and was told how well I was doing. My knee has been swelled and has continued to hurt. After repeated trips back to the dr was told there was nothing else they could do and was I ready to do the other one. Wish I had never done the 1st one. Was a complete waste of time and pain. Hell no I won't do the other one"